Event description:
According to the information received, the patient experienced symptoms and angiogram (2002) demonstrated a closed graft. Reoperation was performed and no additional information was received.